Event description:
It was reported that this right ventricular (rv) lead was attempted and the helix could not be extended. It was also noted that there was a loss of current in the lead during the implant procedure. The physician tried 5 times to extend the helix and on the sixth attempt the helix was stuck in the housing. Another rv lead was used to complete the procedure. This lead has been received for investigation. No additional adverse patient effects were reported.